Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. 1. Visual inspection - entire length of the fractured piece: approximately 72mm. - entire length of the main body: approximately 72mm. - total length: approximately 4502mm. Since the involved product is 4500mm type, it was likely that there was no missing part. 2. Microscopic inspection. [Fractured piece] - the wire had been exposed at the end and at the fractured section. - multiple abrasions were found from the distal end to the fractured section. [Guidewire main body] - no exposure of the wire was found at the fractured section. - an abrasion was found at approximately 255mm from the fractured section. - no anomaly such as a scratch was found in other sections. 3. Electron microscopic inspection. [Fractured piece] - the side of wire at the fractured section had been diagonal. - a part of the top surface of wire at the fractured section had been missing. - the fixed size cut marks were found at the top surface of wire at the distal end. - it was likely that there was no missing part on the wire at the distal end. [Guidewire main body] - a part of the top surface of wire at the fractured section had been missing. 4. Measurement of the dimension. · outer diameter at the normal section: it met the factory's specifications. No anomaly was found. 5. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report from other facilities was found. 6. Simulation test regarding the fracture on the guidewire, following simulation test was performed. - repeated bending force was applied with the distal end trapped. - the side of wire at the fractured section was diagonal, and a part of the top surface of wire was missing. Based on these results, it was inferred that this condition was similar to that of the actual sample. 7. Cause of occurrence/conclusion. Based on the investigation result, no anomaly was found in the manufacturing record, shipping inspection record and the dimensions of actual sample. As a possible cause of this case, it was likely that when the distal end of actual sample was trapped, repeated bending force was applied to the involved section, causing metal fatigue and fracturing the wire at approx. 72mm from the distal end. After that, pulling force was applied when the actual sample was removed, causing it to break off at the boundary between the outer resin layer in the vicinity of involved section and the metal part. Regarding the cause of the exposure of wire at the distal end, since there was an abrasion in the fractured piece, it was inferred that some hard object came into contact with the involved section. However, since the details of procedure were unknown, it was not possible to clarify the cause of occurrence. According to the entire length of actual sample including the fractured piece, it was likely that there was no missing part. (B)(4) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Additional information was received on 20jan2025: the actual sample was not contaminated by infectious agents.

Event description:
The user facility reported that the distal part of the device was torn off and fell into the patient's body. The torn portion was retrieved successfully with a snare. They replaced the device in question with another guidewire to complete the procedure. No health damage to the patient. The procedure was completed successfully.

Manufacturer narrative:
D4: lot number: 43k (estimated to be 240320, 240321, 240325, 240326, 240327, 240328, 240329). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. On december 20, 2024, ashitaka factory received the actual sample. Due to the unknown infection status of the actual sample, an inquiry was made. However, as of january 6, 2025, the infection status remained unclear. The investigation of this ppr was conducted as follows. An attempt was made to visually inspect the actual sample through the transparent bag. However, unfortunately, the attempt was unsuccessful as the actual sample was contained within a unit box inside the transparent bag. The history investigation of the involved product code and lot number: no anomalies were found in the manufacturing record and shipping inspection record. No similar events were found in the past complaint file. Based on the investigation result, no anomalies were found in the manufacturing record and the shipping inspection record. However, due to the unclear infection status of the actual sample, a detailed investigation could not be performed, making it impossible to determine the exact cause of the occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.